Event description:
Notified by fmc product complaint of internal "bloodleak" with the first use of a non-processed dialyzer. Blood was visible in the dialysate and the extracorporeal circuit was discarded, estimated blood loss 250 cc. There were no adverse effects to the pt and medical intervention was required. The pt remained stable. MDR filed due to reported blood loss. The complaint sample was saved, however it was not flushed as the facility does not reprocess. The sample is clotted and cannot be evaluated.